Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer reported that they experienced their cartridge leaking from an unknown location. Customer's blood glucose level was 324-325 mg/dl. Customer changed supplies and resumed insulin therapy.